Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset using instructions from technical support but issue persisted, so customer planned to use multiple daily injections as backup insulin therapy while technical support arranged shipment of replacement pump under warranty, provided instructions for storage mode and pump return, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.